Event description:
Dialysis center called frantic about the pt's dialysis catheter burst during dialysis. They clamped it with hemostats and sent the pt to the facility right away.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.